Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device had a power supply 35-volt failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the power management board and motor controller board to resolve the reported issue. The device passed required performance verification tests per philips standards. No other anomaly was observed. The removed power management board (pm) pcba was returned to the failure investigation lab (fi). A visual inspection of the power management board (pm) pcba revealed no evidence of damage or contamination. The fi technician installed the power management (pm) pcba into a fi ventilator to duplicate the reported issue. The power management board (pm) pcba was tested, and the customer complaint cannot be verified. The returned power management board (pm) pcba passed all testing. No alarms occurred during testing. No fault found. The removed motor controller (mc) pcba was returned to the failure investigation lab (fi). A visual inspection of the motor controller (mc) pcba revealed no evidence of damage or contamination. The fi technician installed the motor controller (mc) pcba into a fi ventilator to duplicate the reported issue. The returned motor controller (mc) pcba was tested, and the customer complaint was verified. Root cause is physical damage to resistor r25 in the mc board.